Event description:
During an upper endoscopy and band ligation of varices, the physician used a wilson-cook six shooter saeed multi-band ligator to band four varices. At this time, the endoscope was removed, and the physician noticed the barrel had detached in the patient's stomach. After several attempts to remove the barrel with a gauge mesh basket and a snare, the barrel was left in the stomach to pass. The patient was reported to be in good condition. The instructions for this product line instruct the user to refer to the product package label for the endoscope outer diameter that is required for the ligator being used. The outer box and the inner tray that the device is packaged in exhibits a label that indicates the apropriate endoscope size for each ligator. The multi-band ligator used during this event is compatible with endoscopes that have an outer diameter of 9.5mm - 11.5mm. The endoscope used by the physician in this case was a pentax xq20, which has an outer diameter of 9.0mm.